Event description:
Patient presented to the physician with pain at the ipg pocket that worsened with stretching or extending the arm, and the ipg was warm to the touch. Physician brought the patient into the or, explanted the ipg and sensing lead, excised scar tissue from the chest pocket, implanted a newer ipg model, which does not require a sensing lead, sutured, and closed.